Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that the patient came to the clinic because of syncopal events. The interrogation did not reveal any cause for the symptoms. The physician decided to explant and replace the device since it was a part of the field action. No patient complications have been reported as a result of this event.